Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hypoglycemia followed by hyperglycemia after changing an infusion set, then replaced the tubing with guidance from support and was advised to use an alternative infusion set to reduce risk of occlusions or bent cannulas. Symptoms included low blood glucose to 60 mg/dl and high blood glucose to 380 mg/dl over a period of hours without additional health effects. Outcomes included no medical intervention, no ketone testing, and no use of backup therapy. Investigation included customer care troubleshooting and education related to infusion set management. Investigation of this case revealed that the cause of the glycemic excursions remained unclear, with a possible contribution from infusion set performance or cannula issues, though no device alarms were reported. It was concluded, based on previously established findings for similar reports, that the cause was not determined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.